Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding arm vibration during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 690 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during cutting. There were other reported event for the listed catalog number (prs 1561557, 1260987, 1397260, 1397261, 1398026, 1398025, 1398027, 1505172, 1503983, 1531590, 1559371, and 1473287, 1715088, 1782788, 1928345). Conclusion: resolution per gsp 167039: the j5 transmission cable was inside the j5 slot on the hub. I realign the cable, tensionsed, propagated it and tested the system. I also found the j6 transmission & friction on the low side of the green scale. I also tensioned, propagated and tested the cable for the robot. Austin then ran a sawbones and said everything looked good. The robot is ready for clinical use.

Event description:
When going into the anterior chamfer cut, robot shakes violently and would not cut. All other cuts were performed. Robot showed ¿joint discrepancy error.¿ restarted arm software, arm status check was green. Still wouldn¿t cut anterior chamfer, still shook. Shut down robot, performed angle discrepancy test, robot failed j5 test. Engineer was called. Surgical delay -16-30 minutes-the patient was under general anesthesia. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When going into the anterior chamfer cut, robot "shakes" violently and would not cut. All other cuts were performed. Robot showed ¿joint discrepancy error.¿ restarted arm software, arm status check was green. Still wouldn¿t cut anterior chamfer, still shook. Shut down robot, performed angle discrepancy test, robot failed j5 test. Engineer was called. Surgical delay: 16-30 minutes: the patient was under general anesthesia. Case type: tka.